Event description:
A distributor reported on behalf of a healthcare facility in japan that an opt964 optiflow + duet asymmetrical nasal cannula was found to be leaking air during use. The healthcare facility reported that the subject opt964 optiflow + duet asymmetrical nasal cannula had not been installed correctly at the time of the reported event. There were no patient consequences.

Manufacturer narrative:
(B)(6). D4: complete device identification information was requested but has not yet been provided by the healthcare facility. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt964 optiflow + asymmetrical nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the f&p mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Manufacturer narrative:
Corrected data: b4, g3, g6, h2, h6, h11. (B)(6). D4, h4: complete device identification information was requested but was not provided by the healthcare facility. Product background: the opt964 optiflow + asymmetrical nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the f&p mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint opt964 optiflow + adult nasal cannula was not returned to f&p for evaluation. Upon further requests to the healthcare facility, the healthcare facility reported that the subject device was discarded. F&p's investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: the healthcare facility has stated that the opt964 optiflow + adult nasal cannula was found to be leaking air during use. It was reported by the healthcare facility that the subject device had not been installed correctly at the time of the reported event. There were no further faults of the subject device reported by the healthcare facility. The healthcare facility further reported that the subject device was discarded. Conclusion: based on f&p's knowledge of the product, the reported fault is likely to have been caused by the tubing being incorrectly installed at the time of the reported event. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt964 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the optiflow + interfaces for japan set out how the cannula should be placed and fitted, including the use of the head strap clip. The user instructions for japan also state the following: "do not pull, squeeze, crush, or strongly pinch the breathing tube until the tube is deformed". "It is recommended to use appropriate patient monitoring with this product ". "Fit the prongs to the patient's nose and secure it to the patient with the head strap. Make sure that the clip is secured to the head strap". "Make sure that an air flow is coming out of the prongs when using the product in the patient". "Use the clip to secure the tube to the prongs."

Event description:
A distributor reported on behalf of a healthcare facility in japan that an opt964 optiflow + duet asymmetrical nasal cannula was found to be leaking air during use. The healthcare facility reported that the subject opt964 optiflow + duet asymmetrical nasal cannula had not been installed correctly at the time of the reported event. There were no patient consequences.